Event description:
A confirmed motor stall noted in event logs with no motor stall recovery was reported. It was noted that the motor stall was caused by patient having MRI. Per the hcp (health care professional) MRI was at 11:57 and the stall had not recovered when interrogated at 2pm. The pump was not alarming. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).